Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient received a vibratory alert for ventricular lead noise. The lead was capped and replaced. The patient condition was stable.

Event description:
It was reported when a patient presented a merlin transmission, ventricular pacing events were not captured. Autocapture was switched on. Electrical measurements were okay. The patient condition is fine.

Manufacturer narrative:
(B)(4).